Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, moderately tortuous, and moderately calcified lesion in the distal right coronary artery. Following pre-dilatation, a 3.0x33mm xience xpedition stent was deployed; however, a distal end dissection was noted during a check shot. A 3.0x15mm xience xpedition stent was used to successfully seal the dissection. The results were very good with a timi iii flow without residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.